Event description:
Pt at hosp for dialysis. Treatment begun-all equipment operational with safety checks done, vital signs stable at 6:20 am. At 6:35 am nurse observed pt "snoring and staring." Large amount of blood noted all over machine and floor. Blood could be seen "spewing out of arterial cap below dialyzer." Tubing clamped and treatment for shock given. Hemoglobin dropped from 11.2 down to 9.0. Pt received 2 units of packed cells as replacement in addition to 1000 cc of normal saline and 100 ccs of plasma. During clean up, intact cap from a port in the line found on the floor. Unclear how cap could have separated from the port, since it is a sealed unit.